Event description:
It was reported that during the implant attempt, the right ventricular lead's helix would not fully retract after four positioning attempts. It was decided to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned with the helix fully retracted. When the helix was retracted during the procedure, the connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector. The inner insulation was kinked/buckled, the outer insulation was breached cut, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Damaged at implant.